Event description:
(B)(4). Five months post-op from a hysterectomy to remove essure and I still have numbness and tingling in my legs. As well as brain fog. However, since getting the hysterectomy my immune system has improved. Prior I was getting sick every month with a cold or sinus infection. Since removal, I have yet to catch a cold when everyone around me is sick.